Event description:
It was further reported that the target lesion in the ostium of the left circumflex (lcx) was noted to be 80-90%, not 60-70% as previously reported. The vessel was considered to be tortuous and mildly calcified. 2 promus stents were implanted in the ostium of the lcx with 'very good expansion'. Kissing balloon technique was performed with an unspecified 3.5 balloon and then the dissection in the left main (lm) was noted. It is believed that the kissing balloon technique probably contributed to the development of the lm dissection. A 4.5 x 15 bare metal stent was implanted to treat the damaged 3.5x32 promus element stent.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID #2134265-2011-04202. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure stent damage occurred. The patient presented with non-sustained ventricular tachycardia (vt). The 60-70% stenosed target lesion was located proximal in the ostium of the left circumflex (lcx) artery. The calcification was noted to be 95%. A 3.5x16mm promus stent was implanted to treat the target lesion. The stent was postdilated at "high pressure" with a 4.5x8mm quantum balloon with resulting "good flow". A dissection was noted in the proximal left main (lm) artery. A 3.5x32mm promus element stent was implanted to treat the dissection. The stent was postdilated with a 4.5x8mm quantum balloon at 15 atms when resistance was noted. The proximal portion of the previously implanted stent appeared shortened. A 4x12 omega stent was implanted in the proximal portion of the stent in the lm artery. No additional patient complications were reported and the patient's status is stable. This device is only ous approved but it is similar to an approved us device.